Manufacturer narrative:
A steris service technician arrived on-site, inspected the scs conveyer system and found the unit to be operating properly. While onsite, the technician was informed that an employee had wrongfully utilized the scs pass-through window to quickly pass an instrument from the unload to the load side of the washer (opposite direction of proper work flow). The employee placed her head under the window to pass the object and upon straightening her body, hit her forehead on the outward corner of the pass-through window resulting in a laceration on her forehead. A steris account manager offered in-service training to user facility personnel; however, the offer was declined. The user facility's sterile processing manager stated that the employee is fully aware that it was operator misuse that caused the injury. Employees are instructed not to use the power window to manually pass items back and forth. The reliance synergy washer was installed on january 7, 2018 and is under steris warranty. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while incorrectly operating an scs conveyer system. The employee sought medical treatment at the facility's ER and was sent home. The employee returned to normal work duties the following day.